Event description:
I expressly told the surgeon at (B)(6) medical center not to install metal clips as I have extensive allergies, many women patients have allergies to this, and reputable breast cancer centers don't install this as it poses unnecessary risk and harm to the patient. The surgeon, dr. (B)(6) installed them anyway, so he committed civil battery and violated my civil rights and right to be free from harm. My health has suffered since as I have pain and burning in my armpit thanks to his gross incompetence and lack of ethical conduct. These need to be removed and (B)(6) needs a thorough investigation for gross unethical conduct as they continued to inject breast cancer patients with taxotere as it was undergoing a class action lawsuit and they cause various long-term harm to patients. I have never witnessed such gross unethical conduct with a very troubling lack of transparency. This medical center needs to be doged and shame on the FDA for ever approving these metal clips. This is unacceptable. Contact my former internal dr. (B)(6) for records.